Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set. The tubing was cloudy and had white turbidity and glitter inside the tube. Inside tube white turbidity and glitter inside the tube when ablation was conducted. The issue was observed when the saline bag was connected right after ablation was started. The tubing was flushed but not changed, the issue was resolved by changing the tube. Procedure was conducted and ended normally. No patient consequences were reported. Cloudy/filmy tubing is not MDR-reportable. Foreign material inside tubing is MDR-reportable.

Manufacturer narrative:
On 3-jun-2022, the product investigation was completed. On 14-jun-2022, bwi received additional information indicating that the material was embedded to the tubing plastic material (with no movement). There was no bubbles issue. Device evaluation details: visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed, and no issues were observed. No issues related to the reported event were found. However, it should be considered that bubbles on the smart ablate tubing have been investigated by a cross-functional team and the engineering analysis suggests that a plasticizer migration in the tubing product maybe contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to adequately prime and flush tubing per the instructions for use (IFU). The event described could not be confirmed as the device performed without any issues. Bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of the smartablate pump. A device history record was performed for the finished device ac6551721 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-jul-2022, bwi received additional information clarifying that the "glitter" identified by the medical team was also embedded inside the tubing with no movement. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-aug-2022, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a smartablate¿ irrigation tubing set. The tubing was cloudy and had white turbidity and glitter inside the tube. Device evaluation details: visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed, and no issues were observed. No issues related to the reported event were found. However, it should be considered that bubbles on the smart ablate tubing have been investigated by a cross-functional team and the engineering analysis suggests that a plasticizer migration in the tubing product maybe contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to adequately prime and flush tubing per the instructions for use (IFU). The event described could not be confirmed as the device performed without any issues. Bubbles reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of the smartablate pump. A device history record was performed for the finished device ac6551721 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).